Event description:
It was reported that upon interrogation, the pulse generator exhibited intermittent ventricular output. An ECG revealed the patient¿s heart rate was in the 40¿s. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).